Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovidescope exhibited a black screen when angulation was adjusted. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.